Event description:
False positive advia centaur xp troponin ultra results were obtained for two different pts samples. The physician questioned the results. The pts samples were repeated. The results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further eval of the device is required.